Manufacturer narrative:
(B)(4). Device evaluated by MFR:returned product consisted of a solent proxi thrombectomy system. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the male connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure in the iliac vein. During use inside the patient, an error message displayed indicating the catheter needed to be primed. The procedure was completed with a different device. There were no patient complications and the patient was fine.